Manufacturer narrative:
Conclusion code was mistakenly missed from initial submission. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
Mw5088294. It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with unknown silicone breast implants which patient reported generalized illness as headaches, ringing of ears,loss of hair, joint pain, insomnia, vertigo, cold fingers toes to the point of turning blue, neck pain , shoulder pain, foggy brain, chronic fatigue, and ruptures of implants after implantation. Patient had done blood work and mammogram examinations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.